Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact conduction defect necessitating a ppm cannot be confirmed. It is possible the mechanisms of the tavr procedure described above caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 23mm sapien3 valve, the patient was hospitalized on post operative day 7, and the ECG showed an av block I degree with complete left bundle branch block. On pod 9, a permanent pacemaker was implanted and the patient was discharged the following day with good outcome.

Manufacturer narrative:
This supplemental report is being submitted to correct section g3 which was originally submitted with the date of feb 25, 2022. The correct date should have been feb 24, 2022.

Manufacturer narrative:
Correction to b5 based on additional information received.

Event description:
As reported by an edwards france affiliate, 2 days post transfemoral tavr procedure with a 23mm sapien3 valve, electrophysiological exploration showed elongation of the pr wave (260ms), and appearance of a left bundle branch block. On post operative day 7, the patient had a true syncope at home and was hospitalized. The ECG showed a av block I, and a complete left bundle branch block. Below the perimeter, ii degree av block was observed, going in the sense of a syncopal paroxysmal av block. On pod 42, a permanent pacemaker was implanted and the patient was discharged the following day with good outcome.